Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump would not turn on after being exposed to moisture. The customer stated insulin pump fell into pool and exposed to moisture. Customer stated insulin pump was not working and could not read and kept vibrating with red light and stopped working. Customer stated home screen was not displayed on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.